Event description:
Na

Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2013. The failure was due to several defective electronic components on the main board of the analyzer. Multiple component failures were likely caused by impact, as the complaint analyzer exhibited drop damage.

Manufacturer narrative:
(B)(4). New information was received on (B)(6) 2013 about a second analyzer (321516) that was put into a downloader and became hot to touch.

Event description:
On (B)(6) 2013, abbott point of care was contacted by a customer who reported that analyzer (B)(4) became hot to the touch and was giving off a burning smell. Which was previously reported in MFR report#: 2245578-2013-00010. New information was received on (B)(6) 2013 about a second analyzer (321516) that was put into a downloader re-charger and became hot to touch. The downloader recharger was taken out of service but showed no signs of becoming hot. The analyzer and downloader recharger have been replaced at no charge to the customer and requested for investigation. Based on the information available at the time, there were no injuries associated with this event.